Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 19-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) determined that the smart remote manager (srm) was not the cause of the issue and identified the refrigerator door gasket as the problem. The customer was notified by fse. The fse verified srm was working properly. After the follow up, the fse did not respond with any further information related to the refrigerator repair. The field service engineer closed the work order.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager lock required adjustment or replacement. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.